Event description:
The customer reported for baxter europe of a "y" type set pf 50 that had a leak in the tubing. This condition occurred during priming. There is only one unit that has been impacted. There is no patient involved with this event. No patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). There is one sample available for evaluation. A visual inspection revealed no non-conformances. The set was leak tested under water and a leak was noticed from a pin hole in tube approximately 14cm below the chamber. The root cause of the reported condition could not be identified. A batch review was performed on the reported lot and no deviations were found. This device is distributed for outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.